Event description:
The patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately. The medical affairs specialist spoke with the patient on 12/17/04. Three months ago, the patient tested with the reported meter one morning and obtained a "normal" result in the 100's. He took his usual oral diabetes medication of glucovance and one other pill; he didn't remember the name of the second medication. He took the same medication daily, making no change based on meter readings. Later in the day, around 2:00 pm, he felt weak, cold, sweaty, and shaky. He did not attempt to test with the meter at that time. He took no action to affect his blood glucose level and went to see his physician. A result in the 50's was obtained on the physician's meter. He was given something sweet to drink in the physician's office. The physician also prescribed one additional oral medication for the patient, but the patient did not recall the name of the medication. The customer care representative walked the patient through two consecutive control solution tests, which fell outside the specified control solution range. As the patient did not test with the meter at the time he was experiencing symptoms of hypoglycemia, it is unknown whether the meter would have reported a reading consistent with his symptoms. The patient experienced hypoglycemia and was treated with oral glucose; however, there is no indication that the product contributed to his injury and medical intervention. Based on the two failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.